Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that patients were not crossing over. The technical support specialist (tss) investigated es1668800aiop, ran a server downtime query, and verified that messaging and server sync were current with minimal delay. All bd and extract transform load services were confirmed running, with no stations on critical override. The customer confirmed nurses could see patients and orders, and approved case closure. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over, impacting multiple patients. There were no adverse events or injuries reported based on this event.